Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 30-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 194 mg/dl. Customer is also comparing the true metrix meter with another meter; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 110-126 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/25/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 1 result provided): result 1: 194 mg/dl date: (B)(6) time:8:28am fasting.